Manufacturer narrative:
The involved device was not returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete. A review of the device history record indicated that there were no production related problems. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported difficult retrieval during stemi procedure. Follow up communication with the user facility reported the following: (1) the distal tip frayed and almost detached; and (2) the patient is reported to be fine.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 3009500972-2014-00003 to provide the return sample evaluation results. The involved device was returned to the manufacturing facility for evaluation. Guide-wire and guiding- catheter, which were used in combination with it, were not included. A visual inspection revealed that the whole body of gw lumen tube is torn. A review of the device history record confirmed that there were no production related problems for this lot number. There is no indication that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information from the user facility, the appearance of the involved sample is consistent with the device coming in contact with resistance. When the aspiration catheter is being pulled, leaving the guide-catheter and guide-wire in place a loop is being formed on guide-wire, and the operator may feel resistance against withdrawal. The looped guide-wire makes the gw-lumen tube becomes torn, and the aspiration catheter and guide-wire are stuck in guide-catheter. Further withdrawal of the aspiration catheter with the guide-wire may result in entire breaking of gw-lumen. The potential for such an event is addressed in the instructions-for-use. The IFU states: "warning: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel perforation." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 3009500972-2014-00003 to provide the return sample evaluation results.